Event description:
Consumer complaint of low blood results. Expected blood glucose result range is 75 to 110mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed fasting during call on 05/14/2015 produced results of 164mg/dl and 149 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 11/14/2017 and open vial date is not verified. Recall test results performed from meter memory. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Expected blood glucose test result range is 75 to 110 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 164 mg/dl and 149 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 11/14/2017 and open vial date is not verified. Recall test results performed from meter memory: (B)(6). Adverse event not reported.